Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 441 mg/dl at the time of incident and current blood glucose level was 441 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer stated that insulin pump gives the insulin flow block alarm. Customer was not able to get into automode and customer stated that they were unable to enter auto basal. The insulin pump will not be returned for analysis.